Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 100% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.